Event description:
Reported blood glucose results of "62 mg/dl and 289 mg/dl" with a lifescan meter, performed within 11-20 minutes of each other. The test strips and control solution are being replaced.